Manufacturer narrative:
Investigation summary: bd received 25 customer returned samples for investigation. The returned samples were visually inspected and spray additive abnormality and gel defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were under statistical control for the month of december 2025. At this time additional testing is not indicated. This complaint has been confirmed for the indicated failure mode poor barrier separation as well as additive abnormality. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, the gel of an unspecified number of tubes are not forming a solid band separating the serum from the red cells resulting in recollection. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, the gel of an unspecified number of tubes are not forming a solid band separating the serum from the red cells resulting in recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.